Event description:
It was reported that a home patient experienced a leak at the connection between a bag and a homechoice automated pd set with cassette. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation is complete. A visual inspection was performed with no issues found. Fluid pressure testing found the device to be within specifications. No other defects were identified. Upon conclusion of the investigation, the reported problem could not be verified and its cause unknown. Should additional relevant information become available, a supplemental report will be submitted.